Event description:
It was reported that the 2800 system will not send images to pacs. It was also noted that intermittently the system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the ethernet card and image proc. Display cable. Components replace. The system was tested and found to be working as intended and placed back into service.